Event description:
Same case as MFR #: 2134265-2010-01882. It was further reported that the patient presented with chest pain and elevated troponins, consistent with a non-st elevation myocardial infarction. The circumflex was predilated with a 2.0x30mm apex balloon to nominal pressure. After predilating, there was a dissection in the mid portion of the lcx which was treated with a 2.25x32mm taxus stent. The stent was post dilated with a 2.5x8mm quantum maverick balloon resulting in timi-iii flow with no observed residual stenosis or dissection. The mid portion of the lad was 90% stenosed. After the taxus liberte 2.5x24mm stent was deployed, the tortuousity of the lad vessel would not allow the balloon to be withdrawn easily. Therefore, the guide catheter was disengaged from the left main into the aorta and the sds was successfully removed. However, when the wire jumped forward and perforated the vessel the patient¿s blood pressure dropped immediately and he was administered IV dopamine, IV neo-synephrine and fluid boluses. To treat the perforation, a 2.5x12mm apex balloon was inflated in the lad to shut off flow distally and angiomax was discontinued. A small to moderate size effusion had developed before the apex balloon could stop the blood flow. A pericardiocentesis drain was placed and 400cc of blood was withdrawn. The patient¿s blood pressure stabilized. Additional access was obtained from the left common femoral vein. After the apex balloon was removed, a small distal perforation remained. An additional non-bsc wire was used and a 2.0x20mm bsc balloon was inflated to nominal pressure over the perforation. Results revealed no evidence of the perforation, however blood flow to the distal lad was slow. After repeat angiography, it was noted that lad distal to the 2.5x24 taxus stent had closed off completely with thrombosis due to the lack of angiomax and discontinuing anticoagulation. The patient was transported to emergent coronary artery bypass grafting.

Manufacturer narrative:
Visual and microscopic examination of the returned complaint device identified that the stent was not returned with the delivery system. The balloon was inspected and had stent impression on it and pillowing, indicating that the stent was crimped in the correct location during manufacturing. The balloon was in a partially inflated state which identified that it was subjected to positive pressure. There was solidified contrast media present within the inflation lumen indicating the device had been prepped for use. The remaining balloon and tip sections of the device were visually and microscopically examined and no damage was noted that could have potentially contributed to the complaint incident. A 0.015 inch product mandrel was inserted through the lumen without resistance. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a coronary drug-eluting stenting treatment procedure, balloon withdrawal resistance and a vessel perforation occurred. Access was obtained through the right femoral artery. A lesion in the circumflex was successfully treated with a 2.25x32 taxus liberte. Next, 70% stenosed, 22x2.5mm, concentric, de novo the target lesion located in the severely tortuous and non-calcified left anterior descending (lad) artery was treated. A non-bsc wire was placed down the vessel and a 2.0x20mm apex balloon predilated the lesion. Then the 2.5x24mm taxus liberte stent delivery system (sds) was advanced. The stent was deployed at 10atms/35sec in the lad however, upon removal the physician encountered balloon withdrawal resistance. The balloon stuck to the stent so the physician tugged on the device and pulled negative pressure. As the balloon released from the stent it caused the wire to move distally in the lesion and perforate the vessel. Cine confirmed the perforation at the distal lad. The patient started to crash and pericardiocentesis was performed to stabilize the patient. An apex balloon was used to 8atms for 3 minutes to stop the bleeding. The patient was taken to surgery for bypass. No additional patient complications were reported and the patient¿s current condition is listed as ¿stable¿.

Manufacturer narrative:
(B) (4). (B) (4).